Event description:
It was reported by the initial reporter: according to the user, the device switches off without any visible cause or manipulation. It was recognized by the user, who replaced the device. There were no serious consequences for the patient. There were no further information about the patient available.

Manufacturer narrative:
We have received the device for evaluation on (B)(6) 2022 from the swiss distribution partner. During initial visual inspection only maginal mechanical defect was found which would not explain the reported behavior. The pacemaker worked according to its specification. No evidences could be found for any defect. The device was subjected to a long-term test. An attempt was made to provoke the described defect over a period of 120 hours under thermal cycling in a clima chamber. The pacemaker ran without interruptions and showed no signs of a defect. It cannot be excluded that a depleted battery caused the shutdown when the low battery alarm was not requognized by the user. Also a hidden defect on the printed circuit boards could not be excluded. For this reason the replace of the electronic boards were suggested to the customer as precausion measure.